Manufacturer narrative:
The suspect device referenced in this report has been returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that the silver protective cap fell out of the single use aspiration needle tube and into the patient. The cap was recovered from the patient but the needle tube was also punctured. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned inside a sterilization bag, no original packaging was returned with the device. During the visual inspection the hypotube at the distal end was completely missing from the device. The pebax on the needle was damaged. There was also a minor kink in the sheath near the handle. There was also a bend near the needle tip. It is possible that the needle got caught on the hypotube when attempting to be extended causing the hypotube to fall out. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received further information from the customer indicating that the issue occurred "during or after" a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna). The customer clarified it was a piece of metal that came loose. The metal coil that fell into the bronchus was retrieved using forceps, and another needle was used, which caused an unspecified delay, but this did not prolong the hospital stay. The patient sample was still obtained, and there was no serious deterioration in the patient's state of health. The patient was born in (B)(6) 1949.